Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: insufficient records were received for review with a clinical consultant. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined with the information provided. Further information such as operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient (B)(6) participating in (B)(4) clinical study. Patient had painful/ unstable right tkr. Patient had revision right tkr with liner exchange. Sep 26, 2014: additional information received from (B)(4) clinical study indicated that shapematch was not used during primary right knee surgery of this patient.

Event description:
Patient (B)(6) participating in (B)(6) clinical study. Patient had painful/ unstable right tkr. Patient had revision right tkr with liner exchange. (B)(6) 2014: additional information received from (B)(6) clinical study indicated that shapematch was not used during primary right knee surgery of this patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.